Manufacturer narrative:
Customer declined repair. No service performed.

Event description:
The customer reported that the ventilator alarmed with battery failed message. The customer reported there was no patient involvement.